Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a helium leak, and it is located in the transport vehicle circuit. This unit is used for demo, training purposes and shows. There was no patient involved.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, h6(health clinical & impact).

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. Leak assessment, leak present in the helium tube between the regulator and the valve. The fse replaced the multiple helium tubing assy, hi pressure helium regulator and quick disconnect valve to resolve the issue. Correction of the position of the electric cable. Functional tests of the equipment.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10/213). A getinge field service engineer (fse) was dispatched to evaluate this unit and reported that there is no escape in iabp, only in the cart. The fse has ordered the necessary material. A supplemental report will be submitted when additional information is provided to us. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that there is a helium leak and it is located in the transport vehicle circuit of the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.